Manufacturer narrative:
Additional contact information: (B)(6). (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump exhibited a "no disposable, pump won't run" alarm. Per reporter, troubleshooting was unsuccessful. Infusion reported to be fluorouracil, with a rate of 0.6 ml/hr and 89.1 ml given. No adverse patient effects were reported. Per reporter, no additional information was available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor and the most probable cause of air bubbles in the line was user induced, caused by medication being added to quickly, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.